Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported sudden increase in intraocular pressure (iop) in an eye following a glaucoma stent implant and cataract removal procedure. The patient had to resume combination glaucoma drops. The device remains implanted.

Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation for the report of elevated intraocular pressure (iop); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).